Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022 . On approximately (B)(6) 2022 , the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient experienced loss of consciousness. The patient´s son found him unconscious and treated him with glucagon injection. Then he called the emergency services and the hcp (healthcare provider) arrived with the ambulance. The urgent emergency medical rescue service (118) measured the blood glucose levels and monitored the parameters of the patient, which were improving already thanks to glucagon treatment received. The cgm was reading 80 mg/dl and the blood glucose reading was 55 mg/dl. The paramedics treated the patient with IV glucose and water (fluids). At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.